Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No low battery alert noted during testing or in the insulin pump trace download. Pump error 63 alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace (sda) on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not beep anymore. They did not hear the difference between the audio volumes 1 and 5. The device did not pass troubleshooting. The customer¿s blood glucose during the incident was 337 mg/dl; however, the customer's blood glucose exceeded 500 mg/dl the previous time their device failed to alarm. No further details were provided regarding the hyperglycemia. It is unknown if the auto mode feature was active and automatically delivering insulin when the high blood glucose occurred. The device will be returned for analysis.